Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) of 276 mg/dl after announcing a ¿more than usual¿ meal containing high carbohydrates and sugar. The announcement was insufficient, and bg rose out of range for more than 90 minutes. The ilet corrective algorithm was managing the high. The ilet did not alert to the event. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.